Event description:
During product evaluation by a baxter service technician, a flo-gard pump was found to have physical damage to the pump head door. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be wear and tear to the pump head door. To correct the condition, the pump head door and required parts were replaced, and the occlusion detectors were calibrated. If any additional information is received, a follow up MDR will be sent.